Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she had been hospitalized with a high blood glucose of 500 mg/dl. The customer was wearing the insulin pump at the time of the event and experienced chest pain and difficulty breathing. The customer was treated with insulin. She also reported that the insulin pump had a scratched screen and that the numbers did not always show up. The customer reported that the insulin pump had shut off and on for a whole night and that it was currently blank. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer had been hospitalized with ketones twice. The customer declined further troubleshooting for high blood glucose.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.